Event description:
The customer reported that the devices battery was broken. There was no pt harm reported.

Manufacturer narrative:
(B)(4). A f/u report will be submitted upon completion of the investigation.